Event description:
It was reported that the t: slim x2 pump battery would not charge. The customer's blood glucose level was not adversely impacted by this issue. After attempting to charge the pump using the original charging supplies, the pump began charging, and no further assistance was required.